Event description:
Rep phoned (B)(6) 2011. There was no fault with product. The body was implanted but part deployed down past contra lateral limb whilst inserting contra lateral limb the iliac ruptured. Pt was opened up then subsequently died. Complaint reporting form from company rep received (B)(6) 2011: "as per IFU, the main body inserted over a lunderquist wire and un-sheathed down to the contralateral limb. The contralateral limb was then cannulated. Please note that the main body went up on the left side of the pt as the physician felt the left iliac was less torturous than the right iliac. It was during insertion of the contralateral zsle limb that the pts left iliac (ipsilateral) ruptured due to difficulty getting the sheath past a tortuous part of the anatomy. The vascular surgeon had to convert to an open repair and it was during this time that it was also discovered that there was a hole in the ivc. Sadly, the pt died on the table during the open repair."

Manufacturer narrative:
(B)(4). No product or images returned to assist with this investigation. This product line has addressed all design control requirements and shown the device has met the predetermined requirements and that those requirements meet the needs of the user. Each device is sent with an IFU, which describes the indications for use, warnings, precautions, and the proper deployment sequence. Specific to this case, the IFU states: "adequate iliac or femoral access is required to introduce the device into the vasculature. Access vessel diameter (measured inner wall to inner wall) and morphology (minimal tortuousity, occlusive disease and/or calcification) should be compatible with vascular access techniques and delivery systems of the profile of a 16 french to 22 french vascular introducer sheath. Vessels that are significantly calcified, occlusive, tortuous or thrombus-lined may preclude placement of the endovascular graft and/or may increase the risk of embolization. A vascular conduit technique may be necessary in some pts." The failure mode assigned to this case is dissection. This failure mode was determined based on the provided event description. A definitive root cause cannot be determined or reported at this time. However, the pt's anatomy may have been a contributing factor to the dissection. We will continue to monitor for similar complaints. No action is necessary at this time due to insufficient risk per quera.